Manufacturer narrative:
Updated blocks: d10 and h3. H3 81 - evaluation is in progress, but not yet concluded. Per data log analysis, on (B)(6) 2019 when the system is powered up, there appears to be an issue with vmot (24 volts direct current (vdc)). All of the pumps and modules that use 24v reboot multiple times. The power manager is reporting network interface card (nic) brick 'connected with fault' events on both nic one and three indicating a system wide problem. Most likely something on the base was shorting 24v to ground. This issue could also cause the reported red x displayed on the air bubble detector (abd), pump(s), and possible other modules. The pump(s) not powering up was also caused by this issue. The issue with the central control monitor (ccm) activation failure (failure to power up), and system computer needs service were most likely caused by the 24v issue as well. After the system is power cycled the issue appears to be gone. The power manager never reported an issue with the 24v it supplies to all the pumps, modules, and ccm on the base. It seems likely one of the rebooting modules was shorting 24v each time the nic provided 24v to it. The short would have been quickly removed when the module rebooted. This would have impacted the ccm and all pumps and modules that use 24v. It may have been a shorted capacitor that eventually opened.

Event description:
Additional information received that the surgical procedure was rescheduled for another day. There was no delay.

Manufacturer narrative:
Updated block: b5.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the network interface card (nic) panel b, pods #1 and #12 failed to turn on a roller pump for approximately two minutes. This occurred after being in the cold chamber. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to (B)(4) / medwatch #1828100-2019-00440.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pump failed to power up. The unit was rebooted and continued to be used. The surgical procedure was completed successfully. There was no blood loss nor adverse consequences to the patient.